Event description:
It was reported that cgm displayed error 42 while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, confirmed error did not appear again, and successfully started new sensor session, with no additional information received regarding further outcome.